Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A power issue was reported with the adc device. The reader is reported to have a fast draining battery and as a result, the customer experienced dizziness and nauseousness. Customer was rushed to the hospital and treated with intravenous insulin (unspecified dose), a heparin injection to ¿stop blood clot¿ and allegra by hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visually inspection was performed on the returned reader and observed contamination inside usb port. The contamination inside usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. The issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A power issue was reported with the adc device. The reader is reported to have a fast draining battery and as a result, the customer experienced dizziness and nauseousness. Customer was rushed to the hospital and treated with intravenous insulin (unspecified dose), a heparin injection to ¿stop blood clot¿ and allegra by hcp. There was no report of death or permanent injury associated with this event.